Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Patient reported hearing tones from her device. No adverse patient effects were reported. At this time, the product remains in service. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received from a legal claim reporting this device was explanted in april 2019. It was reported the patient suffered damage to their tricuspid valve during the device explant procedure. This necessitated further surgery to attempt to repair the valve, which was unsuccessful, resulting in a valve replacement procedure. The explanted device was not returned for laboratory analysis. The field representative later learned that when this ICD was explanted, the patient's right ventricular (rv) lead was also extracted. The model and serial umbers and the manufacturer of the rv lead were not known. Available information indicated no new system had been implanted.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Patient reported hearing tones from her device. Device replacement was recommended. Additional information was received from a legal claim reporting that this device was explanted in (B)(6) 2019. It was reported the patient suffered damage to their tricuspid valve during the device explant procedure. This necessitated further surgery to attempt to repair the valve, which was unsuccessful, resulting in a valve replacement procedure. The explanted device was not returned for laboratory analysis. No additional adverse patient effects were reported. The field representative later learned that when this ICD was explanted, the patient's right ventricular (rv) lead was also extracted. The model and serial umbers and the manufacturer of the rv lead were not known. Available information indicated no new system had been implanted. Th explanted ICD was subsequently returned for laboratory analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Patient reported hearing tones from her device. No serious injury /no adverse patient effects at this time, the product remains in service. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received from a legal claim reporting this device was explanted in april 2019. It was reported the patient suffered damage to their tricuspid valve during the device explant procedure. This necessitated further surgery to attempt to repair the valve, which was unsuccessful, resulting in a valve replacement procedure. The explanted device was not returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Patient reported hearing tones from her device. No serious injury /no adverse patient effects at this time, the product remains in service. If the product is returned, analysis will be performed and this report would be updated at that time.